Event description:
Consumer called stating that the joystick is overly sensitive. The chair allegedly took off when a sheet barely touched the joystick. No injury alleged.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m71, serial number/date code (B)(4) is approximately 5 years 7 months old. The owner's manual part number 1141449 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that she believes that the joystick on her m71 power chair is overly sensitive. She alleges that a sheet barely touched the joystick and the power chair took off. No injury alleged.